Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: a radial and longitudinal balloon burst, inflation balloon separated, spring stretched, adhesive present on distal tip and end of guidewire lumen and cut in nose tip. A photo of the device post procedure was provided and reviewed. The following was observed in the photograph: inflation balloon burst radially and longitudinally on the working length of the balloon, the distal tip along with the distal portion of the burst balloon were separated from the rest of the delivery system, the distal tip appeared to have a small cut and the balloon spring is stretched. Functional testing was not performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the balloon single wall thickness and was found to be within specification. During the manufacturing process, visual inspections and tests are performed throughout the process. The inflation balloons are 100% dimensionally and visually inspected. The inflation balloon and proximal balloon leg wing creation are visually inspected. The balloon size was inspected prior the pleating and folding process. The inflation balloon was also visually inspected for distorted/pinched folds following the pleat and fold process. During final inspection the balloons undergoes 100% inspection by both manufacturing and quality for visual defects. During final inspection, the balloons are leak tested. In addition, product verification (pv) testing is performed on a sampling basis for physical defects, burst pressure and delivery system retrieval force testing. The lot met statistical requirements as requirement for lot released. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. A device history record (DHR) was reviewed and no manufacturing non-conformance's we identified that would have contributed to the event. The lot number review did not reveal other complaints related to ¿balloon ¿ burst¿ or ¿delivery system ¿ withdrawal difficulty¿ or ¿distal tip, nose tip ¿ separated¿. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The IFU (commander delivery system), device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Factors if not performed can make it difficult to remove the system: unflex the delivery system while retracting the device, if needed, verify that the flex catheter tip is locked over the triple marker, ensure the balloon is completely deflated, maintain guidewire position in the aorta and remove the delivery system. The device preparation manual provides guidance on balloon ruptures, if the delivery system balloon ruptures or leaks during deployment without thv embolization do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system through the tip of the sheath, maintain guidewire position, check for paravalvalur leaks under echo and if post-dilation is needed, use a new delivery system. A review of the complaint history from february 2018 to january 2019 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the january 2019 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Based on the photo provided by the site and visual inspection of the returned device, the complaints for ¿balloon ¿ burst¿, ¿delivery system ¿ withdrawal difficulty¿, and ¿distal tip, nose tip ¿ separated¿ were confirmed. Review of manufacturing mitigations, dimensional measurements, DHR, lot history, and complaint history did not reveal any manufacturing non-conformance's which could have contributed to the complaints. Furthermore, a review of IFU/training materials revealed no deficiencies. Since the valve was successfully deployed, the balloon burst occurred upon inflation of the delivery system. A technical summary written by edwards lifesciences documents a review of balloon burst complaint investigations on returned devices. Based on available evidence, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The burst balloon would then have created difficulty withdrawing the delivery system, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. The additional force used in order to remove the delivery system could have caused the nose tip to separate during withdrawal. In this case, available information suggests patient/procedural factors (calcification and retrieval of burst balloon) contributed to the withdrawal difficulties and subsequent aortic dissection. No labeling or IFU/training inadequacies have been identified. Review of the complaint history revealed that the occurrence rates did not exceed the january 2019 control limits for the applicable trend categories. As such, no corrective or preventive action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during implant of a 29mm sapien 3 case in aortic position when inserting the last 2ml of volume the balloon burst. The valve was fully expanded as no leak was observed. A ¿little dissection¿ in the descending aorta was noted during retrieval of the balloon. The dissection was repaired by implanting an endoprosthesis. There was difficulty removing the device as part of the balloon remained inside and the balloon had to be retrieved with vascular intervention. Other potential contributing factors are unknown as limited clinical information was provided. The device is being returned for evaluation. The patient is stable. Per medical opinion, is unclear why the balloon burst.